Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for analysis.

Manufacturer narrative:
The device was returned to the manufacturer for analysis and showed signs of physical damage. As reported, both side tabs have been broken off. Otherwise, with markers attached and fully seated, the tracker returns a good geometry error. The reported event was confirmed. The most likely cause of the report was operator technique during use. The device was replaced to resolve the issue.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the side buttons on a navlock instrument were broken. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.